Manufacturer narrative:
H3: a partial catheter was returned and analysis identified that a collet was detached/missing from the catheter-to-catheter connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780, lot# 0227495381, implanted: (B)(6) 2023, explanted: (B)(6) 2025, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep) reporting that the pump serial number was unknown. The pump model number and implant date was provided. The implant date for the catheter was provided.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump for unknown indications for use. The patient's medical history included pain. It was reported that that the patient was having an exploration of a seroma performed around the site of their pump. When the physician opened the wound site up and checked the catheter connections, it was found that the connection was not connected properly to the other part of the catheter as it had not held. The second collect on the connector was not secure. The catheter was partially explanted on (B)(6) 2025. The section of the connector with the issue was explanted and replaced with a new connector. There were no known factors that may have led or contributed to the event. The catheter issue and seroma were resolved.  The patient was without injury regarding their status as of (B)(6) 2025.  The patient's age at the time of the event was unknown or would not be made available.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# 0227495381: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 14-sep-2025, UDI#: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.